Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and found that the male luer collar was cracked/broken. The reported condition was verified. The assignable cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the distal coupler of a clear link solution set was cracked in two locations and fell off. This occurred during infusion and caused propofol to leak. There was no report of patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.